Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
The doctor noted in an injury about a different pt (see MFR report number 2648988-2014-00001) "we have once before seen something similar (albeit less severe) in another long term ECMO pt." Additional info was obtained. It was reported " a (B)(6) year old woman was on ECMO for more than 2 months at the time of the reaction. The line sites involved were (believed to be) an 'acf PICC line and a subclavian cvc'. The biopatch was covered with a tegaderm, which are generally changed weekly or whatever soiled. Pts on ECMO tend to ooze from lines so many have been some blood soiling. The pt's skin was previously intact although she was on long term steroids and had previously been very edematous. The skin damage appeared moist with some sloughy loss of epidermis, again in geographical distribution of (bio) patch. This resolved with discontinuing biopatch and did not occur again despite further extensive use at other sites in the same pt." Additional information was requested by integra.